Event description:
Removed trident psl cup 46d, 2 cancellous screws, trident x3 32mm 10 degree liner, and 32 mm v40 metal head. Patient had complaints of discomfort for long period of time. Replaced with tritanium cup, mdm liner, mdm insert, and lfit head.

Manufacturer narrative:
Additional devices listed in this report: cat # 542-11-46d, lot # 35105901a, description: trident psl with purefix ha 46mm; cat # 6260-9-132, lot # unknown, description: 32mm std lfit v40 head; cat # 2030-6520-1, lot # 41jmad, description: 6.5 cancellous bone screw 20mm; cat # 2030-6535-1, lot # mv9mdd, description: 6.5 cancellous bone screw 35mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding revision due to discomfort involving a trident 10 degree insert was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Removed trident psl cup 46d, 2 cancellous screws, trident x3 32mm 10 degree liner, and 32 mm v40 metal head. Patient had complaints of discomfort for long period of time. Replaced with tritanium cup, mdm liner, mdm insert, and lfit head.